Event description:
Follow up information identified the patient¿s hematoma has resolved, and the patient is doing well.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The investigation results will be provided in the final report.

Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2020-21432, related manufacturer reference number: 1627487-2020-21433. It was reported the patient experienced swelling a heavy bruising at the ipg site following an ipg revision at the patient¿s abdomen (please see reference MFR report#:1627487-2020-21429). Further investigation found the patient had developed a large hematoma that was the size of an orange at the ipg site. To address the issue, the physician explanted the ipg and opted to cut the extensions on (B)(6) 2020. The leads were left insitu. Cultures were negative for infection. Additional information included that the patient is considered to be underweight, but did not lose any weight from the time of implant.